Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer's blood glucose level. To resolve these issues, the customer changed the infusion set and cartridge and resumed insulin.